Event description:
It was reported to boston scientific that the proximal end of the guidewire (subject device) where the torque device is used, it found to be delaminated. The physician successfully removed the device and continued the procedure with another device and finished the case. It was reported that there were no pt complications.

Manufacturer narrative:
Device manufacturer date, batch number was not disclosed. Follow up info requested and received found that the device was not used with excessive force. Info provided stated that the device was inspected prior to use and no anomalies were found. The subject device will not be returned as it was disposed of at the facility.